Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using the starclose se device after a diagnostic procedure. Reportedly, the clip did not deploy. The safety release mechanisms were used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip did not deploy was confirmed as a displaced garage block/tube assembly was found to have occurred. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.